Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 118 hours of extended bench testing at the customer's settings. The device passed troubleshooting final test which includes many alarm and ventilation functions. The event trace data review revealed several "tbn estp" conditions. The event trace cannot determine the root cause of the "tbn estp" conditions. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that a note was left on a lap top ventilator 1150 stating that a patient claimed that every once in awhile the ventilator would auto cycles and shut off. The customer confirmed that there was no patient harm associated with the reported issue.